Event description:
It was reported that the patient has an infection at the implant site that resulted in bleeding, drainage of purulent material and bone wax remains. It was reported that the patient's device migrated. The patient's wound was cleaned and the patient was hospitalized. Surgery was performed to explant the patient's device. The patient is being monitored.